Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius mexico contact reported that a dialyzer occlusion occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment, preventing the passage of fluid through the dialyzer, and causing an unknown amount of blood loss. The blood was returned to the patient however minimal blood loss was noted. There was no reported blood leak. It is unknown if the occlusion was visually observed. The machine, a fresenius 4008s machine, did not alarm (no alarm expected). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was was requested but not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded and is unavailable to be returned to the manufacturer for evaluation.

Event description:
A fresenius mexico contact reported that a dialyzer occlusion occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment, preventing the passage of fluid through the dialyzer, and causing an unknown amount of blood loss. The blood was returned to the patient however minimal blood loss was noted. There was no reported blood leak. It is unknown if the occlusion was visually observed. The machine, a fresenius 4008s machine, did not alarm (no alarm expected). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was was requested but not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded and is unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation, however two photos and a seven second video was provided. Both photos show a dialyzer connected to a machine with blood in the blood lines but there appears to be no blood in the fibers. The video shows the same dialyzer connected to the machine with no blood running through the fibers. The complaint is confirmed due to plugged fibers. The probable causes for this failure occur are the injection of too much pre-potting pu, too little pre-potting pu, uneven distribution of pu, and a decreased gel time of the pu. All of these can cause the polyurethane to wick into the fiber past the final cut and plug some of the fibers on the peripheral of the cutting surface. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.